Manufacturer narrative:
Reference number: (B)(4). Post market vigilance (pmv) led an evaluation of one powered handle and one adapter both opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. No visual abnormalities were noted for the handle or adapter. Functionally, the quick connect was depressed numerous times and displayed no hang-ups or abnormalities. The articulation, rotation, close/fire, open and push to fire buttons and knobs were twisted and depressed all showing full functionality. The unload button on the adapter was depressed numerous times and displayed no hang-ups or sluggish returns. Since the clinical battery and reload were not returned, pmv representative ones were utilized for all functional testing. The handle powered up properly and system calibration was successful indicated by the steady green light above the handle symbol. The adapter was inserted onto the handle and calibrated without issue. A pmv reload was inserted onto the adapter and the reload detect led immediately started flashing as intended, indicating that the software recognized the presence of a reload. The reload was closed and then opened to change the flashing green reload detect led to a solid green state. The adapter was rotated in increments of forty five degrees and fully articulated left and right each time, and the device recognized the reload the entire time. The pmv reload was then fired. The reload cut cleanly on the appropriate test media. The reload loaded, unloaded, articulated, rotated, and opened/closed properly and without difficulty. During the testing, the motor pitch of the handle was slightly higher than usual. The motor pitches can vary from unit to unit, and this does not violate any current design specifications. Visual and functional testing of the returned devices confirmed the product met quality release specifications that were tested regarding the reported conditions and the reported conditions were not confirmed. A review of the device history records indicates each device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Procedure type: vats lobectomy. According to the reporter: when using the idrive, the reload would close on the tissue but would not fire. The gearing sounded different than normal. A second idrive handle was opened and used for the remainder of the case. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. No reinforcement material was used. The patient is doing fine. There was no patient injury

Manufacturer narrative:
(B)(4).